Event description:
The patient reported skin irritation allegedly caused by zio at preparation steps. The patient prepped their skin with the zio at abrader and alcohol. They experienced redness that spread and a burning sensation on their skin, which worsened over time. As a result, the patient did not apply the zio at patch and sought medical care. After an examination, the patient was prescribed triamcinolone acetonide 0.1% cream as part of post-care.

Manufacturer narrative:
A review of the complaint revealed that the patient was prescribed a 14-day wear period. However, the zio at was returned unused due to the skin irritation. The patient also has a history of reactions to medical adhesives and sensitive skin. The zio at application instructions state that if discomfort occurs, decrease the pressure applied to the abrader. If the skin surface is compromised (for example, bleeding) or discomfort continues, stop exfoliating the skin and do not apply the patch. In addition, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.